Event description:
A customer reported multiple system messages were received on a cataract system during a procedure. The procedure was completed after a 1 1/2 hour delay. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and replicated the system message reported. The u/s controller printed circuit board (pcb) was replaced to resolve the reported system message. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined conclusively. (B)(4).